Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient stated they were having several "replace system controller" faults on their controller with a yellow wrench light. No further issues were mentioned. The left ventricular assist device had performed as expected. The controller was exchanged. Log files confirmed the alarms and showed several lcd fault flags inside the data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace system controller alarms with a yellow wrench light was confirmed via the submitted log file. Throughout the log file replace system controller/yellow wrench alarms were captured due to liquid crystal display (lcd) faults. This issue is a residual software anomaly which is being monitored. The alarms self-resolved each time. The lcd faults did not impact the system controller¿s ability to support the pump and there were no other notable events captured in the log file. The retuned system controller, serial number (B)(6), was functionally tested and passed. The system controller was able to successfully operate in a mock circulatory loop for an extended period without issue. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 17oct2022. The heartmate ii instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve yellow wrench advisories and other controller fault alarms. The heartmate ii instructions for use section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii instruction for use section 2, entitled system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate ii patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.